Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured vertically while filling. The device had been filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between june 18, 2018 - june 20, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the sample photo identified a ruptured bladder. The reported condition was verified. The cause of bladder rupture could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.